Event description:
Reporter indicated a vns therapy pt has not had any changes in seizure control nor experienced any other clinical symptoms. However, high impedance was received on 3 diagnostic tests in a single visit. Another diagnostic test performed was within normal limits. Additional testing was performed with the pt in various positions that yielded high impedance results. The pt "had a fall" on ice since his last visit, at which time all diagnostics were within normal limits. The physician decided to keep the device on since pt still has great seizure control and doesn't have any clinical symptoms. The physician sent pt to go get x-rays and referred pt to a surgeon. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.